Event description:
Boston scientific received information that this right atrial lead dislodged two times during the implant procedure after the pocket was closed. As a result, the pocket had to be reopened three times, and the lead was replaced. No additional adverse patient effects were reported.